Event description:
The device was returned for reliability analysis.

Event description:
Boston scientific received information that the patient with this device system was presented with pain in the device pocket region. A revision procedure was performed and the physician had intended to move the device to a sub-muscular region. When the left ventricular (lv) lead was re-inserted, noise and oversensing was present, resulting in pacing inhibition. No asystole greater than two seconds was observed. The device was ultimately explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.